Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1ltuy, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 13-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had an MRI of the brain, but also needed an MRI of the back. The healthcare provider explanted the ins and attempted to explant the lead. The partial lead was left in the patient's body. The rep did not know how much of the lead was left in the body, but believes that it was the distal end of the electrode. The rep wanted to know if there were recommendations for a full body MRI, as he would share that information with the radiologist. An email was sent to medical affairs regarding MRI compatibility. Medical affairs provided the healthcare provider with information regarding the lead fragments and MRI. No further complications were reported.

Manufacturer narrative:
Product ID 3889-33, lot# va1ltu, implanted: (B)(6) 2018, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the ins and lead were explanted on (B)(6) 2020. The patient's weight at the time of the event was unknown. There was no cause or reason that the partial lead was left in the patient. It was attempted to be fully removed and a small portion of the distal end fragmented. No action will be taken to remove the partial lead from the patient's body. The device and lead would not be returned, because the account discarded them. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.